Event description:
The patient reported the new alignment looks to have increased the risk of teeth chipping and lower teeth gum recession over time.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.